Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-02205 for the first resolution 360 ultra clip, and 3005099803-2024-02206 for the second resolution 360 ultra clip. It was reported to boston scientific corporation that a resolution 360 ultra clip was used for polypectomy bleed in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the tech opened and closed the handle, but the clip did not release from the catheter. On the endoscopic view, the tech tried to make a full 360 rotation using the control knob, but nothing was happening. During the deployment stage, there was a snap and crackle, but they did not continue due to the device having problems with the rotation. The handle spool physically reached the end of its stroke. However, there was resistance felt before the handle reached the end. The procedure was completed with another different resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-02205 for the first resolution 360 ultra clip, and 3005099803-2024-02206 for the second resolution 360 ultra clip. It was reported to boston scientific corporation that a resolution 360 ultra clip was used for polypectomy bleed in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the tech opened and closed the handle, but the clip did not release from the catheter. On the endoscopic view, the tech tried to make a full 360 rotation using the control knob, but nothing was happening. During the deployment stage, there was a snap and crackle, but they did not continue due to the device having problems with the rotation. The handle spool physically reached the end of its stroke. However, there was resistance felt before the handle reached the end. The procedure was completed with another different resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results: a resolution 360 ultra clip was received for analysis. Visual inspection of the returned device revealed without the clip assembly and with evidence of full deployment. No other problems were noted. The reported complaint of handle difficult to actuate and clip failure to rotate was unable to be confirmed since the device was returned without the clip assembly and due to this functional testing was not performed. The reported complaint of clip failure to release from catheter was unable to be confirmed since the device returned showed evidence that the clip did release. It is important to mention that the presence of this component is very important to the investigation, this is because the event reported is directly related to this piece, and to get a clarification of which could be the reason of the problem faced by the physician, this component must be inspected. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.